Manufacturer narrative:
(B)(4). Concomitant medical products: 42538000502 , partial tibial cemented size e right medial ,64851015; 42558000402 , partial femur cemented size 4 right medial , 64750404. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00224, 3007963827-2021-00225.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient suffered a medial tibial plateau fracture under the tibia. There were no contributing factors related to the event. The patient had good bone quality. The fracture healed, however, the patient was revised approximately 3 months post-implantation due to continued pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records provided were not provided. X-ray review by third party hcp states that medial compartment hemi arthroplasty was seen with oblique fracture involving the medial tibial plateau and associated subsidence of the tibial component of the hemi arthroplasty. Additionally, radiolucency was seen at the bone cement interface of the femoral component of a medial hemi arthroplasty which suggest loosening. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.